Event description:
A sonoma wrx distal radius fixation device was removed approx 5 weeks after it was implanted and replaced with a plate. No surgical data (x-rays, pt information, or operative notes) were available.

Manufacturer narrative:
The surgeon tried to use the device on a more comminuted fracture than is specified. The surgeon stated that there was "inadequate fixation for fracture type." The sonoma wrx is indicated for ao categories a2, a3, c1 and c2 of fracture. The product was used off-label.